Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6) 2008, to treat her pelvic organ prolapse. According to the complainant, the patient experienced complications after she was discharged from the hospital. She complained of vaginal pressure and pain, vaginal bleeding, dyspareunia (date/s of onset unknown), and required further surgery and excision of eroded mesh on (B)(6) 2009. Reportedly, the patient continues to have pain and vaginal complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6), 2008, to treat her pelvic organ prolapse. According to the complainant, the patient experienced complications after she was discharged from the hospital. She complained of vaginal pressure and pain, vaginal bleeding, dyspareunia (date/s of onset unknown), and required further surgery and excision of eroded mesh on (B)(6), 2009. Reportedly, the patient continues to have pain and vaginal complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.